Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test and low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery alarm on insulin pump. The customer¿s blood glucose level was 110 mg/dl. The customer inserted a new battery and had received a failed battery alarm. The customer stated that there were issues with battery in last two days. The customer was advised to revert to backup plan as per health care professional. The customer was advised that the pump needs to be replaced. The insulin the pump will be returned for analysis.